Event description:
The company received a report where it was claimed that the end clinician performed a extubation and reintubation of a replacement tube during an unspecified operation. The end clinician claimed the following: "after a routine intubation for a general anesthesia we noticed that the cuff of the endo tracheal tube was not tight. After the tube was exchanged, it emerged that the tip of the tube was separated and missing." The end clinician claimed that a visual examination of the packaging was performed and suggested the following "during the packaging process at manufacturing side the tip of the tube must have been between the two edges of the packaging and must have been cut or damaged during sealing". A bronchoscopy was performed on the patient, and it was not possible to find the missing tip.

Manufacturer narrative:
(B)(4), there is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.